Event description:
It was reported to philips that the system was unable to emit x-ray. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the procedure that was taking place when the issue occurred was a non-emergency treatment. The patient was transferred to a different system to complete the procedure. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting and review of the system logfiles determined that the cooling unit (clu) had stopped automatically and could not be restarted. The fse cleaned and fastened the x2 plug on the clu control board. After these repairs were done, the system was returned to use in good working order. The codes were updated based on the investigation outcome.